Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was resistance when trying to advance the dilator through the vizigo sheath (as the tech was trying to set it up on the table). The vizigo sheath was exchanged and the procedure was continued. No patient consequences were reported. Additional information regarding the complaint device: the hemostatic valve was broken/cracked and tilted sideways--the valve separation was confirmed inside of the hub (and not outside). It was not used on the patient. No air entered the patient's body. The valve separation is MDR-reportable. The resistance when trying to advance the dilator is not MDR-reportable.

Manufacturer narrative:
On 8-nov-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was resistance when trying to advance the dilator through the vizigo sheath (as the tech was trying to set it up on the table). The vizigo sheath was exchanged and the procedure was continued. No patient consequences were reported. Additional information regarding the complaint device: the hemostatic valve was broken/cracked and tilted sideways--the valve separation was confirmed inside of the hub (and not outside). It was not used on the patient. No air entered the patient's body. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. Also, some bents were observed on the dilator. The dilator outer diameter was measured, and dimensions were found within specifications. The damage observed on the hemostatic valve and the kinks on the dilator could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record was performed for the finished device 60000042 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed since the hemostatic valve was found dislodged, this failure could be related to the event reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-sep-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).